Manufacturer narrative:
(B)(4). Date sent: 10/19/2020. D4: batch #t5d357. Investigation summary: the analysis results showed that one gst60d reload was returned damaged from the distal end and partially fired 1/16. In addition, the reload pan was noted to be partially dislodged from right proximal side, with three double drivers out of position and seven double drivers missing, making the reload non-functional. No functional test was performed due the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that the damage was due to an improper handling of the reload. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the segmental lung surgery, opened the packing did not use it on the patient as noted the pan was separated from the cartridge. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.